Event description:
The end user fell while using the rollator and required a procedure for pain.

Manufacturer narrative:
The end user states that while ambulating inside his home with the rollator, the right brake did not hold and he fell. He required a cervical nerve block for pain that radiated down to his shoulder. An MRI was done but no results were provided. The manual recommends that the brakes should be checked periodically to ensure that they are functioning properly. It is unknown if any maintenance was performed. The sample has not been returned for evaluation. Without a sample a root cause has not been determined.